Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose was 97 mg/dl. The user alleged the insulin pump was over delivering insulin due to customer disconnected from the site still the blood glucose going down. No harm requiring medical intervention was reported. Customer was declined to troubleshooting. The insulin pump will be returned for analysis.